Event description:
It was further reported that the spectra penile prosthesis was removed due to extrusion of the cylinders.

Event description:
It was reported that the spectra penile prosthesis was removed due to an unspecified reason. An ams700 device was implanted to complete the procedure. There were no patient complications reported as a result of this event.